Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the intensive care unit with diabetes ketoacidosis and the self test was performed. The father wants to check if the insulin pump was functioning properly and he will call back. The father stated that the customer's current blood glucose was 72mg/dl. The caller mentioned that the high pressure test was performed and passed. Advised the father that the insulin pump is working as designed. No further information was provided.